Event description:
It was reported to medtronic neurosurgery that the physician found a hole in the valve after placing the valve in the patient and connecting it to the catheters. According to the report, the valve was changed without incident to the patient and no significant delay or extension in operating time.

Manufacturer narrative:
The returned valve was not patent and did not meet the specifications for leak testing due to a large tear in the silicone surface over the reservoir. It is unk how or when this damage occurred. The damage precluded siphon, reflux, pressure-flow,and preimplantation testing. The instructions for use (IFU) that accompany the device cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. The IFU also advises that "the strata ii valve be placed in a surgically created loose subgaleal pocket, avoiding compression by the overlying scalp, and not under the scalp incision." A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.